Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not returned.

Event description:
It was reported that the patient experienced hypertension and bleeding during the implant procedure. The procedure was aborted and the patient is recovering. There have been no reports of further complications regarding this event.